Event description:
During percutaneous transluminal coronary angioplasty left anterior descending coronary artery with severe in-stent restenosis. The guidezilla wire was used and removed to image the left anterior descending coronary artery using an intravascular ultrasound catheter, the 6 f guidezilla catheter was re-introduced, upon advancement it was observed that the intracoronary portion of the guidezilla has separated from the catheter portion and the removal wire - the fractured system was completely removed via the right radial artery with no damage to the coronary artery.